Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this pacemaker exhibited undersensing. Upon review, it was noted that the signals were falling into the device-programmed blanking zone, leading over-pacing. Reprogramming options were recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this pacemaker exhibited undersensing. Upon review, it was noted that the signals were falling into the device-programmed blanking zone, leading over-pacing. Reprogramming options were recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited undersensing. Upon review, it was noted that the signals were falling into the device-programmed blanking zone, leading over-pacing. Reprogramming options were recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported.